Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"), loss of personal independence in daily activities ("impeded in her normal daily functioning") and injury ("suffering from injury"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse event, loss of personal independence in daily activities and injury outcome was unknown. The reporter considered adverse event, injury, loss of personal independence in daily activities and medical device removal to be related to essure. The reporter commented: she holds the company liable for the damage caused. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure was removed. Event "medical device removal" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"), loss of personal independence in daily activities ("impeded in her normal daily functioning") and injury ("suffering from injury"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse event, loss of personal independence in daily activities and injury outcome was unknown. The reporter considered adverse event, injury, loss of personal independence in daily activities and medical device removal to be related to essure. The reporter commented: she holds the company liable for the damage caused. Most recent follow-up information incorporated above includes: on 20-dec-2019: essure was removed. Event "medical device removal" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"), loss of personal independence in daily activities ("impeded in her normal daily functioning") and injury ("suffering from injury"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse event, loss of personal independence in daily activities and injury outcome was unknown. The reporter considered adverse event, injury, loss of personal independence in daily activities and medical device removal to be related to essure. The reporter commented: she holds the company liable for the damage caused. Most recent follow-up information incorporated above includes: on 20-dec-2019: essure was removed. Event "medical device removal" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"), loss of personal independence in daily activities ("impeded in her normal daily functioning") and injury ("suffering from injury"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse event, loss of personal independence in daily activities and injury outcome was unknown. The reporter considered adverse event, injury, loss of personal independence in daily activities and medical device removal to be related to essure. The reporter commented: she holds the company liable for the damage caused. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.